Manufacturer narrative:
Correction: b6 section: previously need to mention x-ray fluoroscopy under b6 section.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged and unable to implant. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.